Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that upon interrogation of the device while the pt was in the hospital, low flow hazard and low speed operation events were observed on the history screen. The log file submitted to the manufacturer for further evaluation contained approximately 8.5 days of data. Prior to last recorded event, the log file recorded a date stamp reset event associated with a total power loss. Power was restored and the log file recorded a low speed advisory event and a low flow hazard event before system parameters returned to within normal operating limits. No other unusual events recorded noted in the log file. No further issues for the pt have been reported by the hospital.

Manufacturer narrative:
The manufacturer is attempting to acquire the system controller for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.